Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that door 2 had continued to fail. The field service engineer (fse) replaced the latch with a new one. The customer tested the door and confirmed that it operated with no issues. This was completed as part of a proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed repeatedly. The user was able to recover but it failed again. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.